Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: surgical skin prep - was chloraprep used? Which product?: chloraprep hi-lite orange. Office visits, and urgent care/ed visits: (B)(6) 2023 - mychart communication; on (B)(6) 2023 - pt call to office x2; on (B)(6) 2023 - urgent care visit outside location (pt is from (B)(6)); on (B)(6) 2023 - pt called office; on (B)(6) 2023 - office initiated phone call. Prior surgery: yes. Prior surgery with dermabond use?: unknown. Prior surgery with chloraprep use?: unknown - surgery at outside facility. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? Please describe how was the adhesive was applied. Was a dressing placed over the incision? If so, what type of cover dressing used? Patient demographics: initials / ID, gender, age or date of birth; bmi. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Product code and lot of product used? What is the physician¿s opinion as to the etiology of or contributing factors to this event? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent total laparoscopic hysterectomy on (B)(6) 2023 and topical skin adhesive was used. Post op day 18, rash began at incision site; progressed to a mild rash on abdomen. Redness increased with rash progression to her breasts. Rash extends from breasts to bikini line and includes right arm. Patient was treated with oral benadryl, hydrocortisone cream, treated with medrol dose pack, keflex, kenalog cream and steroid dose injection. Additional information has been requested.